Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was not returned. As per the provided clinical information, additional to the pump stop, a purge leak was observed and resolved after the replacement of the purge cassette. The cause of the pump stop issue was not determined since product was not returned and sufficient clinical information was not returned. The cause of the purge leak issue was not determined since product was not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user reported a 35-year-old patient was implanted with an impella cp pump for mechanical circulatory support. Roughly five days after implant, it was documented that the pump stopped. The aic was swapped and the power was cycled, but the pump remained inoperative. The pump was subsequently replaced with another impella cp pump for ongoing support. There was no report of patient harm as a result of the failure.